Event description:
It was reported that during endovascular coil embolization of intracranial aneurysm relying on a balloon accommodating without using a stent, the coils were placed properly, but when attempting to deflate the subject balloon, balloon could not be deflated even after removing the micro guide causing vessel rupture and hemorrhage. Doctors attempted to repair the damage by placing a stent, but this was not as successful. Due to the damage observed in the anatomy, it was decided to suspend the procedure. This eventually led to the death of the patient on (B)(6) 2024.

Event description:
It was reported that during endovascular coil embolization of intracranial aneurysm relying on a balloon accommodating without using a stent, the coils were placed properly, but when attempting to deflate the subject balloon, balloon could not be deflated even after removing the micro guide causing vessel rupture and hemorrhage. Doctors attempted to repair the damage by placing a stent, but this was not as successful. Due to the damage observed in the anatomy, it was decided to suspend the procedure. This eventually led to the death of the patient on (B)(6) 2024.

Manufacturer narrative:
Section a2 age at time of event and age units (patient) - updated. A4 weight and weight units - updated. H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the balloon catheter distal end was significantly damaged. The lamination over the micromachined hypotube slots was damaged and the balloon was ruptured distal to the proximal marker and distal marker bands, but the balloon bonds remained intact. Dried blood was visible on and inside the micromachined hypotube slots. A functional test could not be performed as the balloon was ruptured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. The anatomy was reported to be not tortuous. Other devices used in the procedure in conjunction with the subject device were femoral introducer 8 fr guide catheter, 6 fr distal access catheter, microcatheter at 45° and coils, and microguidance. A 1 ml syringe, contrast medium and 0.9% saline solution was used to inflate the balloon. Lodinated contrast of 300, diluted with 0.9% saline solution to 50% was used to inflate the balloon according to the instructions for use. The device was not inflated above the rated pressure or was excessive pressure used. The percentage of contrast used during preparation was 50%. The doctor did not try to load the guidewire into the balloon before purging it, the preparation of the ball was carried out according to the instructions. During preparation the balloon inflated and deflated correctly. However, already located at the treatment site, at the time of deflation, it did not deflate, even after removing the microguide. There was no resistance encountered during insertion of the guidewire or during insertion of the balloon through the catheter, it advanced with the expected smoothness. There was patient involvement i.e., the device was in use on the patient at the time of the event. According to the doctor, the cause of death was related to the device. When removing the transform balloon, the vessel ruptured because the balloon could not be deflated even after removing the microguide. The balloon was removed without being able to deflate it, causing the vessel to rupture. The rupture of the vessel produced hemorrhage that eventually led to the death of the patient. There were no difficulties with the guide or the coils. The microguide was removed from the balloon and the balloon still did not deflate. The anatomical location where the vessel broke was right middle cerebral artery, m1 segment and right internal carotid artery paraclinoid segment. The anatomical location of the second aneurysm was bifurcation of the right middle cerebral artery. The physician believes the anatomy and/or location of the intended treatment area did not contribute to the reported event. The anatomy and location were ideal; however, the balloon could not be deflated even after removing the microguide. Analysis of the returned device found the transform balloon catheter distal end was significantly damaged. The balloon was ruptured distal to the proximal marker and distal marker bands which most likely occurred during retraction of the inflated balloon back into the guide catheter. The balloon bonds remained intact but dried blood was visible on and inside the micromachined hypotube slots. In the case of this complaint, there was a significant amount of dried blood on and inside the micromachined hypotube , therefore it is most probable blood entered the balloon while it was inflated. A guidewire was used during the procedure but it should be noted the hypotube at the distal end of the guidewire has slotted vents and prevents a complete seal between the distal tip of the transform and guidewire. As a result, contrast media can leak out and allow blood to be aspirated into the balloon. This would have contributed to the difficulty experienced deflating the device. The as reported ¿balloon difficult/unable to deflate during use¿ and as analyzed ¿balloon burst/ruptured during use¿, ¿balloon catheter shaft blocked/occluded¿ and ¿balloon damaged¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel perforation¿, ¿patient death¿ and ¿patient intracranial hemorrhage¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.